Manufacturer narrative:
Due to character limit: e1 (initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine checks, the cs100 iabp displayed the message electrical test fails #50. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e4. The fse checked and found motor control board to be defective. There was no patient involvement reported. The distributor replaced the motor controller pcb (d671-00-0004) and observed unit error #50 was disappeared, but another error electrical test fails #117 appeared on display. Front end pcb was suspected to be defective. The fse replaced the front end pcb (0670-00-0668) and the unit was tested and handed over to the user in working condition.

Event description:
N/a.